Event description:
It was reported that the device kept turning on and off intermittently.

Manufacturer narrative:
Alleged failure: kept turning on and off salesforce case (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad mainboard. Calibration is also advised. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device kept turning on and off intermittently.